Event description:
The customer reported higher than expected folate who (world health organization standard) results was generated on the access 2 immunoassay system, in association with a specific lot of reagent, for three patient samples over an unknown number of days. Data provided by the customer indicated that initial and repeat folate who results for three patients did not correlate. The initial results were associated with the use of a reagent lot that the customer regarded as suspect in generating higher patient results. The data provided indicated that initial patient results generated with this lot were higher, than upon repeat testing utilizing another reagent lot. Both initial and repeat results were in the normal reference range of the assay and hence no erroneous patient results were generated. Folate results were reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. A system check performed prior to the event indicated that all parameters were within specification. No patient specific information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched for this event. The instrument was assessed via beckman coulter inc. Evaluation of customer supplied instrument/assay performance data. The customer believed that they had low folate quality control results upon transition of one folate who reagent lot to another. Beckman coulter inc. Assessment of customer supplied performance data indicated that the assay qc ranges were set incorrectly. Upon correction, both the original and the new reagent lots generated acceptable qc results, however it was noted that the original lot was generating higher results than the new reagent lot. The cause of this event is unknown at this time.